Event description:
No patient involvement: the complainant reported that their aic (automated impella controller) displayed a battery failure alarm upon power up. The device was swapped with a new aic as a result of the failure.

Manufacturer narrative:
The impella device was received from the customer on 21-mar-2023. Data analysis: aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360). See ic2949 aic logs complaint date in attachments section. The ltpowerdata from the complaint date showed a cell voltage decline in only one of battery 1¿s cells which occurred as the battery failure alarm triggered (see ic2949 battery analysis according to ltpowerdata.png in attachments). Device analysis: the failure mode was reproduced on an engineering bench. The battery lcd indicator was blank (fully discharged). Battery 1 was replaced to resolve the failure alarm. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. Before sending this console back to the customer. Fs replaced the battery set (6120mah, 3900-0032), validated charging, and performed a full functional check on the console and optical system (0042-7316).